Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be duplicated. However, the latch lock lever is askew, lens is cracked, upstream occlusion (uso) seal is dented, downstream occlusion (dso) seal delamination and minor corrosion to battery springs. Replaced latch handle, dso seal, uso seal, motor and lcd lens. The device passed all functional tests after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation in progress.

Event description:
It was reported that the device displayed an 'air in line' error. There was no patient involvement, the event occurred during testing.